Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain eight of nine of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the patient line of the homechoice cassette and the transfer set that led to this alarm. The connection to the patient line was too loose and separated. The transfer set did not separate from the catheter. The patient is still using the transfer set. Renal therapy services (rts) had the care giver cycled the power to the machine and removed the cassette. Rts advised to contact the peritoneal dialysis registered nurse (pdrn) regarding the incomplete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.